Event description:
It was reported the device battery voltage was below the recommended limit while still in the box. The device was rechecked three days later, and the battery voltage had recovered. The device is still in the box. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.